Manufacturer narrative:
Zoll has received the catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, solex 7 catheter (lot #146268) was inserted smooth into the patient right internal jugular vein by experienced physician. The first 2 days of treatment was successful without any issue but on the third day, customer noticed that the the start-up kit (suk) flow indicator (red pinwheel) stopped turning and the patient's temperature could not be maintained. The temperature at the time of the issue was 37.5 °c. No alarm on the thermogard system and no leakage of saline fluid observed. The solex 7 catheter was removed and was replaced with a quatrro catheter. After replacing the catheter, the patient reached the target temperature and the treatment was completed without any further issue. The start-up kit (suk) was not replaced and the flow indicator rotated normal. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the the start-up kit (suk) flow indicator (red pinwheel) stopped turning and the patient's temperature could not be maintained was confirmed during visual inspection. The probable root cause of the reported complaint was due to a kinked solex 7 catheter, likely due to user error. A kink at 1.5 cm near the proximal end of the serpentine balloon was observed. Visual inspection was performed on the returned solex 7 catheter. The balloon was examined and there were no tears, balloon bond detachment or rupture. Blood residue on balloon was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the serpentine balloon fully inflated when pressurized up to 100 psi without any issues. No leak was observed. The returned catheter was connected to a known good suk and ran on a peristaltic pump. No leak was observed on the catheter and the suk pinwheel rotates without any issue. The returned solex catheter was connected to our standard suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the known good suk was observed spinning. The saline was circulating in both cooling and warming mode. During manufacturing all solex catheters are 100% inspected. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter's tubing was kinked when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot number 146268.